Event description:
It was reported that the insulin pump was not working correctly. Customer has ketones. Customer has a headache and nausea. Customer primed the insulin pump and nothing exited the tubing. Customer did not receive a no delivery alarm. The blood glucose reading is 316. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.